Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During a procedure, there was difficulty inserting the ice catheter. The catheter was removed and it was noted that the tip of the catheter was broken. The catheter was exchanged and the procedure was continued.